Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had called the ambulance with hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with glucose gel. The patient was released the same day. The pod was not worn as it was removed early evening.